Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wire broke is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and does not exhibit damage. Cable segment sticks out at wrist. Other cables at wrist are not damaged. Additional observations not reported by site are a broken housing and corroded clamping pulleys. Housing has one rear snap tab and adjacent locating pin broken off. Rear corner of housing can be lifted up as a result of damage. Housing was removed to find clamping pulleys exhibiting light pitting corrosion. Clamping pulleys are not cracked and screws are still tight. Evidence not conclusive, but clamping pulley damage is likely due to improper cleaning. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken wire on the mega suturecut needle driver instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.